Event description:
The pt is a (B)(6) year old gentleman with a history of dvts and pulmonary emboli who had an ivc filter placed on (B)(6) 2015 then subsequently underwent left sided knee surgery at an unk facility. The pt presents to the (B)(6) 2015 after having a syncopal event in the vehicle. Advanced cardiac life support was instituted. Monitoring showed that the pt had pulseless electrical activity. Resuscitation efforts were unsuccessful, and the pt was pronounced dead at 1406 on (B)(6) 2015. An autopsy was performed 43 hours after death as requested by the family revealing a metallic filter containing clotted blood within the chamber of the right ventricle, just below the pulmonic valve with a 7.5 cm saddle embolus across the bifurcation of the main pulmonary artery, extending into both left and right pulmonary arteries.